Manufacturer narrative:
It is standard practice to require some reprogramming and fine tuning of the nalu system after implant in order to allow for optimal pain relief after surgical healing is complete. Patient request to have the system explanted was primarily related to the presence of other extenuating health conditions that were taking precedence over troubleshooting and fine tuning of the nalu system. There is no indication of any system or component failure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The implantable pulse generator (ipg) was placed in the lower back area with the implanted leads targeting the cluneal nerve. In (B)(6) 2024 the patient reported inadequate pain relief from the system and stated that other health issues were becoming higher priority. Patient elected to have the system explanted, the procedure took place on (B)(6) 2024. No representatives of the firm were able to be present for the explant and the system was discarded at the procedure.